Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 04 november 2019 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 september 2017. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 04 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent right knee arthroplasty due to osteoarthritis and pain. The surgeon noted the patella was resurfaced, and reported no intraoperative complications. The patient was transferred to recovery in stable condition. All attune components, and smartset cements x 2 were implanted in the procedure. On (B)(6) 2017, the patient underwent a right knee revision due to component loosening, pain, and edema. The surgeon¿s operative note reported aseptic loosening to both the femoral and tibial components. The surgeon did not indicate the associated interfaces of loosening. The surgeon reported the patella was revised in the procedure. There were no reported intraoperative complications. All competitor components were implanted in the revision. Doi: (B)(6) 2016. Dor: (B)(6) 2017, (rt knee).